Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000086991.

Event description:
Related manufacturer report number: 3006705815-2022-18849. It was reported that the patient's ipg was reaching end of life and there was a high impedance on one lead, preventing them from getting a MRI. The investigation did not determine which lead caused this issue. Surgical intervention was undertaken and the ipg and lead were explanted and replaced, resolving the issue.